Event description:
It was reported that the customer was hospitalized a few months ago for hyperglycemia. The blood glucose reading was over 400mg/dl. The customer was at the doctor and his blood glucose would not stabilized. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.